Event description:
Patient presented with 27mm+ neck diameter (off-label for device used). On (B)(6) 2008, a 28-16-140bl bifurcated device, a 28-28-75l proximal extension, and a 16-16-88l were placed with no endoleaks noted at the end of the procedure. Between the 30-day and 2 year follow ups, a 3-5mm distal migration and a slight proximal type I endoleak were noted. On (B)(6) 2010, the patient was brought back to the hospital there was an inability to advance an 18fr sheath into position. The physician placed an aortic stent which resolved the endoleak. Final angio revealed an indeterminate distal type I endoleak in the left proximal cia so the physician prophylactically placed a 20-20-55l limb extension.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Device selection did not follow the sizing algorithm prescribed by IFU.